Event description:
Procedure: cholecystectomy. According to the reporter: some clips broke apart. Other clips partially deployed and were stuck on tissue. The clip was pulled off from tissue and bleeding occurred. Blood loss reported no more than 250cc. Surgery delay was reported as 15 to 30 mins.